Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 156 mg/dl at the time of incident. Troubleshooting found that there is water behind the display screen and the pump was worn in the shower. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump alarmed insert battery after battery installation. Installed several known good batteries and the pump still displayed the insert battery alarm. The insert battery alarm was due to moisture damage. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests, or verify pump error 23, 49, and 68 alarms due to the insert battery alarm. Moisture damage was also found on the motor during visual inspection. The pump failed the leak test. The pump leaked behind the pump near the battery compartment. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.